Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, the most probable root cause is user error; improper implant size selection, using too long of an implant, possibly exacerbated by poor imaging. Part numbers, lot numbers, manufacturing dates, expiration dates and UDI/gtin numbers: 1st (superior): ifuse implant, p/n 7065-100, lot# 494226, mfd. 24 jul 17, exp. 2022-07-24, gtin (B)(4). 3rd (inferior): ifuse implant, p/n 7040-100, lot# 494426-r, mfd. 04 oct 18, exp. 2023-10-04, gtin (B)(4).

Event description:
The patient had right side si joint arthrodesis in (B)(6) 2019 where three implants were installed. The patient had si joint pain relief but later accompanied of right side radicular pain. The surgeon determined that the superior positioned implant had breached the neuroforamen. In (B)(6) 2019, the surgeon performed a revision procedure where he removed the implant using chisels due to the implant being solidly fixed in bone. He then installed a shorter implant of the same type into the explant void and backed up the third implant a few millimeters. No other preexisting implants were adjusted or removed. The patient's radicular pain symptoms resolved following the revision procedure.